Manufacturer narrative:
Eval of instrument confirmed that the locking collar would not function. This was due to the fact that a spring inside the locking post and a pin inside the locking collar were missing. Both of these are internal parts and could not have fallen off the instrument. It appears that a third party entity disassembled the locking collar, lost the spring and the pin, and then reassembled it. We believe damage is due to 3rd party repair. I left numerous messages with hospital contact to get more details, but she did not return calls.

Event description:
Allegedly, at the beginning of a procedure, dr tried to lock a scope into this device and found that locking collar was broken. This caused a pneumo leak and the dr could not achieve insufflation; he aborted the case at that time.